Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Juice and a glucose tablet was consumed to treat the low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a blood glucose (bg) of 50 mg/dl was entered by the user at 5:26am on (B)(6)2018. Continuous glucose monitor (cgm) alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.